Event description:
It was reported that the patient had bradycardia prior to implant surgery, and that the device remained off as a result. It is unknown if the patient had bradycardia during surgery. The patient¿s device was turned on at his post op appointment. The patient was hospitalized due to bradycardia, and a resident had turned off the device. The patient¿s device has since been turned on and is being titrated up. No additional information has been received to date.